Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's dura was reportedly repaired during explant surgery. The recipient has healed from surgery and the issues resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information obtained reportedly indicates that the reason for explant was partial insertion. Imaging revealed electrode contacts outside the cochlea. The recipient experienced headaches with and without device use and non-auditory sensations. The surgeon suspects that the pain the recipient is experiencing may be related to surgically absent cranium dura and the device's location. The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain with device use. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is under consideration.